Event description:
The svc report shows that while performing an unrelated svc in the unit, the mallinckrodt customer support engineer (cse) found the audio alarm to be weak. The cse replaced the audio alarm and the unit passed extended self testing.